Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with vancomycin injection (2gm, discontinued after four days) and gentamyiin injection (20mg, ongoing) for peritonitis. A day after the event onset, the patient was hospitalized for the event. The patient was discharged 16 days after hospital admission. At the time of this report, the patient has recovered from the event. 17 days after the event onset. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.